Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an endovive¿ securi-t percutaneous replacement gastrostomy tube replacement procedure was used during a percutaneous endoscopic gastrostomy (peg) placement procedure. The procedure date is unknown; however, it was reported that this device was already in place for three weeks. According to the complainant, the patient inadvertently pulled the device out. The bolster detached and remained inside the patient¿s body. The procedure was completed with a new endovive¿ securi-t percutaneous replacement gastrostomy tube. The patient's condition at the conclusion of the procedure was reported to be with no patient injury.